Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt802 is failing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
A field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and reported the exhalation pressure transducer failed calibration testing. The fsr determined the most likely cause of the issue is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the ventilator was removed from the patient and replaced. The customer reported there is no patient consequence associated with the event.